Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed the monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument did not move intuitively. A delay was detected when opening and closing the blades. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors (mcs) instrument was not working properly as per surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon said the mcs instrument felt stiff and was not working properly during the procedure. The mcs instrument had a loss of cautery, or intermittent/ low energy delivery. The mcs instrument did not spark, arc or have any sign of thermal damage. The mcs instrument moved with non-intuitive motion. The mcs instrument had limited or imprecise motion (e.g. Tips not opening, tips not closing, instrument not moving/remains static). Physical damage to the distal end was not noted on visual inspection. There were no pieces detached/broke off from the distal end of the mcs instrument.